Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe nickel allergy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's past medical history included c-section, intramural leiomyoma of uterus, cervical conization in 2002 and cervical dysplasia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching"), menorrhagia ("hemorrhagic periods") and limb mass ("a lump in groin region"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfectious peritonitis ("peritoneum inflammation") and seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, menorrhagia, limb mass, noninfectious peritonitis and seasonal allergy outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, limb mass, menorrhagia, myalgia, noninfectious peritonitis, pruritus and seasonal allergy to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firstly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left. The intervention lasted 30 min and was laborious. She was waiting for results about peritoneum inflammation. Diagnostic results: the investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 386 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe nickel allergy / nickel allergy with poor tolerance to essure inserts") and urinary tract infection ("urinary tract infections") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's past medical history included gravida I, cesarean section, intramural leiomyoma of uterus, cervical conization in 2002, lsil, infectious peritonitis, drug intolerance and chronic sinusitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching"), menorrhagia ("hemorrhagic periods") and inguinal mass ("a lump in groin region"). On (B)(6) 2017, the patient experienced malaise ("malaise"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfectious peritonitis ("peritoneum inflammation"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), dizziness ("dizziness"), visual impairment ("visual troubles"), vulvovaginal mycotic infection ("vaginal mycosis"), urinary tract infection (seriousness criterion medically significant), iron deficiency anaemia ("significant anemia with iron deficiency") and asthenia ("asthenia"). The patient was treated with tranexamic acid (exacyl), ferrous fumarate (fumafer) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, menorrhagia, noninfectious peritonitis, seasonal allergy, feeling abnormal, dizziness, visual impairment, vulvovaginal mycotic infection, urinary tract infection, iron deficiency anaemia, malaise and asthenia outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, dizziness, fatigue, feeling abnormal, inguinal mass, iron deficiency anaemia, malaise, menorrhagia, myalgia, noninfectious peritonitis, pruritus, seasonal allergy, urinary tract infection, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firsly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left.the intervention lasted 30 min and was laborious. Tymoferol was prescribed for significant anemia with iron deficiency she was waiting for results about peritoneum inflammation. It was reported that the patient took the treatment medication timoferol due to significant anemia with iron deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure inserts correctly placed the investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event asthenia added. Exacyl and timiferol were prescribed to the patient. Hystorical condition added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe nickel allergy / nickel allergy with poor tolerance to essure inserts') and urinary tract infection ('urinary tract infections') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's medical history included colposcopy on (B)(6) 2015, metrorrhagia in (B)(6) 2015, cervical conization in 2002, carcinoma in situ in 2002, gravida I, cesarean section, placenta previa, intramural leiomyoma of uterus, lsil, infectious peritonitis, drug intolerance, chronic sinusitis and menopause. Pathological anatomy examination of both tubes was normal. Pathological anatomy examination of peritoneum (biopsy) was normal. Previously administered products included for metrorrhagia, not much abundant: antigone in (B)(6) 2015; for an unreported indication: meliane well tolerated but frequently forgot to take it, leeloo and cerazette poorly tolerated. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching") and heavy periods ("hemorrhagic periods") and experienced inguinal mass ("a lump in groin region"), lasting 3 weeks. On (B)(6) 2017, the patient experienced menorrhagia ("abundant menstruations"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"), asthenia ("asthenia"), metrorrhagia ("chronic metrorrhagia") and muscle pain ("muscle pain"). On (B)(6) 2017, the patient experienced malaise ("malaise"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cystitis ("cystitis"). On an unknown date, the patient experienced noninfectious peritonitis ("peritoneum inflammation"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), visual impairment ("visual troubles"), vulvovaginal mycotic infection ("vaginal mycosis"), urinary tract infection (seriousness criterion medically significant), iron deficiency anaemia ("significant anemia with iron deficiency"), pelvic pain ("pelvic pain"), back pain ("back pain") and pain in extremity ("pain in legs"). The patient was treated with ferrous fumarate (fumafer), fosfomycin, iron, tranexamic acid (exacyl), osteopathy and homeopathy and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the cystitis had resolved. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, heavy periods, noninfectious peritonitis, seasonal allergy, feeling abnormal, dizziness, visual impairment, vulvovaginal mycotic infection, urinary tract infection, iron deficiency anaemia, malaise, asthenia, pelvic pain, back pain, pain in extremity, metrorrhagia, menorrhagia and muscle pain outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, cystitis, dizziness, fatigue, feeling abnormal, heavy periods, inguinal mass, iron deficiency anaemia, malaise, metrorrhagia, myalgia, noninfectious peritonitis, pain in extremity, pelvic pain, pruritus, seasonal allergy, urinary tract infection, visual impairment, vulvovaginal mycotic infection, menorrhagia and muscle pain to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firsly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left.the intervention lasted 30 min and was laborious. Tymoferol was prescribed for significant anemia with iron deficiency she was waiting for results about peritoneum inflammation. It was reported that the patient took the treatment medication timoferol due to significant anemia with iron deficiency. The patient was questioned about potential nickel allergy on (B)(6) 2016 but there was no notion of it. Medicolegal discussion of the expert: there was no real nickel allergy, but a simple hypersensitivity. Expert¿s answer to questions: symptoms were not related to essure. There was no complication related to essure or to their insertion. Menorrhagia are physiological during menopause. Conclusion of the expert: there was no complication following essure insertion. The efficacy of the inserts was admitted. Starting in 2017, the patient complained about general symptoms reported as being very disabling, which were not examined. These symptoms were resolved in 2018 after removal of essure. These general symptoms were not related to essure and were not secondary to nickel allergy, that she did not have. From a gynecological standpoint, the patient had menorrhagia, secondary to pre-menopause and to uterine myoma. These gynecological signs were not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Haemoglobin (g/dl) - on (B)(6) 2016: 13.6 g/dl; on (B)(6) 2017: 11.4 g/dl; in (B)(6) 2017: 13.4 g/dl. Histology - on an unknown date: histology of the tubes did not show anything remarkable.. Hysterosalpingogram - on an unknown date: essure inserts were not broken and correctly placed. Tubal obstruction was confirmed.; on (B)(6) 2016: results: essure inserts correctly placed. Serum ferritin (ng/dl) - on (B)(6) 2017: 5 ng/dl; in (B)(6) 2017: 18 ng/dl. The investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2020: events (¿back pain, pain in legs, chronic metrorrhagia, abundant menstruations, muscle pain, cystitis¿), medical history, lab data, treatment drug added. Weight updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe nickel allergy / nickel allergy with poor tolerance to essure inserts') and urinary tract infection ('urinary tract infections') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's medical history included cervical conization in 2002, gravida I, cesarean section, placenta previa, intramural leiomyoma of uterus, lsil, infectious peritonitis, drug intolerance and chronic sinusitis. Pathological anatomy examination of both tubes was normal. Pathological anatomy examination of peritoneum (biopsy) was normal. Previously administered products included for an unreported indication: cerazette poorly tolerated, meliane well tolerated but frequently forgot to take it, leeloo and antigone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching") and menorrhagia ("hemorrhagic periods") and experienced inguinal mass ("a lump in groin region"), lasting 3 weeks. On (B)(6) 2017, the patient experienced malaise ("malaise"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfectious peritonitis ("peritoneum inflammation"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), dizziness ("dizziness"), visual impairment ("visual troubles"), vulvovaginal mycotic infection ("vaginal mycosis"), urinary tract infection (seriousness criterion medically significant), iron deficiency anaemia ("significant anemia with iron deficiency"), asthenia ("asthenia") and pelvic pain ("pelvic pain"). The patient was treated with ferrous fumarate (fumafer), tranexamic acid (exacyl) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, menorrhagia, noninfectious peritonitis, seasonal allergy, feeling abnormal, dizziness, visual impairment, vulvovaginal mycotic infection, urinary tract infection, iron deficiency anaemia, malaise, asthenia and pelvic pain outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, dizziness, fatigue, feeling abnormal, inguinal mass, iron deficiency anaemia, malaise, menorrhagia, myalgia, noninfectious peritonitis, pelvic pain, pruritus, seasonal allergy, urinary tract infection, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firsly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left.the intervention lasted 30 min and was laborious. Tymoferol was prescribed for significant anemia with iron deficiency she was waiting for results about peritoneum inflammation. It was reported that the patient took the treatment medication timoferol due to significant anemia with iron deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: essure inserts correctly placed. The investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2019: patient's information and historical drug were provided, and event pelvic pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe nickel allergy / nickel allergy with poor tolerance to essure inserts") and urinary tract infection ("urinary tract infections") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's past medical history included gravida I, cesarean section, intramural leiomyoma of uterus, cervical conization in 2002 and lsil. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching"), menorrhagia ("hemorrhagic periods") and inguinal mass ("a lump in groin region"). On (B)(6) 2017, the patient experienced malaise ("malaise"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfectious peritonitis ("peritoneum inflammation"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), dizziness ("dizziness"), visual impairment ("visual troubles"), vulvovaginal mycotic infection ("vaginal mycosis"), urinary tract infection (seriousness criterion medically significant) and iron deficiency anaemia ("significant anemia with iron deficiency"). The patient was treated with tranexamic acid (exacyl), ferrous fumarate (fumafer) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on 21-feb-2018. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, menorrhagia, noninfectious peritonitis, seasonal allergy, feeling abnormal, dizziness, visual impairment, vulvovaginal mycotic infection, urinary tract infection, iron deficiency anaemia and malaise outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, dizziness, fatigue, feeling abnormal, inguinal mass, iron deficiency anaemia, malaise, menorrhagia, myalgia, noninfectious peritonitis, pruritus, seasonal allergy, urinary tract infection, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firsly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left.the intervention lasted 30 min and was laborious. She was waiting for results about peritoneum inflammation. It was reported that the patient took the treatment medication timoferol due to significant anemia with iron deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-aug-2016: essure inserts correctly placed the investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2018: patient's information was updated and diagnostic result was added. Indication of essure was provided and the device was removed on (B)(6) 2018, and treatment drug fumafer was added. Furthermore the events "sensation of being in a jar", "dizziness", "visual troubles", "vaginal mycosis", "urinary tract infections", "significant anemia with iron deficiency" and "malaise" were added, and the outcome for the event "lump in groin region" was updated to "resolved". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe nickel allergy / nickel allergy with poor tolerance to essure inserts') and urinary tract infection ('urinary tract infections') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6) 2016. The patient's medical history included colposcopy on (B)(6) 2015, metrorrhagia in (B)(6) 2015, cervical conization in 2002, carcinoma in situ in 2002, gravida I, cesarean section, placenta previa, intramural leiomyoma of uterus, lsil, infectious peritonitis, drug intolerance, chronic sinusitis and menopause. Pathological anatomy examination of both tubes was normal. Pathological anatomy examination of peritoneum (biopsy) was normal. Previously administered products included for metrorrhagia, not much abundant: antigone in (B)(6) 2015; for an unreported indication: meliane well tolerated but frequently forgot to take it, leeloo and cerazette poorly tolerated. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("very high fatigue"), myalgia ("muscular pain in legs"), pruritus ("itching") and heavy periods ("hemorrhagic periods") and experienced inguinal mass ("a lump in groin region"), lasting 3 weeks. On (B)(6) 2017, the patient experienced menorrhagia ("abundant menstruations"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"), asthenia ("asthenia"), metrorrhagia ("chronic metrorrhagia") and muscle pain ("muscle pain"). On (B)(6) 2017, the patient experienced malaise ("malaise"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cystitis ("cystitis"). On an unknown date, the patient experienced noninfectious peritonitis ("peritoneum inflammation"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), visual impairment ("visual troubles"), vulvovaginal mycotic infection ("vaginal mycosis"), urinary tract infection (seriousness criterion medically significant), iron deficiency anaemia ("significant anemia with iron deficiency"), pelvic pain ("pelvic pain"), back pain ("back pain") and pain in extremity ("pain in legs"). The patient was treated with ferrous fumarate (fumafer), fosfomycin, iron, tranexamic acid (exacyl), osteopathy and homeopathy and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the cystitis had resolved. At the time of the report, the allergy to metals, abdominal pain, fatigue, myalgia, pruritus, heavy periods, noninfectious peritonitis, seasonal allergy, feeling abnormal, dizziness, visual impairment, vulvovaginal mycotic infection, urinary tract infection, iron deficiency anaemia, malaise, asthenia, pelvic pain, back pain, pain in extremity, metrorrhagia, menorrhagia and muscle pain outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, cystitis, dizziness, fatigue, feeling abnormal, heavy periods, inguinal mass, iron deficiency anaemia, malaise, metrorrhagia, myalgia, noninfectious peritonitis, pain in extremity, pelvic pain, pruritus, seasonal allergy, urinary tract infection, visual impairment, vulvovaginal mycotic infection, menorrhagia and muscle pain to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Right ostium was well seen, left ostium was firsly difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left.the intervention lasted 30 min and was laborious. Tymoferol was prescribed for significant anemia with iron deficiency she was waiting for results about peritoneum inflammation. It was reported that the patient took the treatment medication timoferol due to significant anemia with iron deficiency. The patient was questioned about potential nickel allergy on (B)(6) 2016 but there was no notion of it. Medicolegal discussion of the expert: there was no real nickel allergy, but a simple hypersensitivity. Expert¿s answer to questions: symptoms were not related to essure. There was no complication related to essure or to their insertion.menorrhagia are physiological during menopause. Conclusion of the expert: there was no complication following essure insertion. The efficacy of the inserts was admitted. Starting in 2017, the patient complained about general symptoms reported as being very disabling, which were not examined. These symptoms were resolved in 2018 after removal of essure. These general symptoms were not related to essure and were not secondary to nickel allergy, that she did not have. From a gynecological standpoint, the patient had menorrhagia, secondary to pre-menopause and to uterine myoma. These gynecological signs were not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Haemoglobin (g/dl) - on (B)(6) 2016: 13.6 g/dl; on (B)(6) 2017: 11.4 g/dl; in september 2017: 13.4 g/dl. Histology - on an unknown date: histology of the tubes did not show anything remarkable.. Hysterosalpingogram - on an unknown date: essure inserts were not bloken and correctly placed. Tubal obstruction was confirmed.; on (B)(6) 2016: results: essure inserts correctly placed. Serum ferritin (ng/dl) - on (B)(6) 2017: 5 ng/dl; in (B)(6) 2017: 18 ng/dl. The investigation found pelvic inflammation only in peritoneum region. Uterus, both right and left tubes and ovaries were normal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2020: events (¿back pain, pain in legs, chronic metrorrhagia, abundant menstruations, muscle pain, cystitis¿), medical history, lab data, treatment drug added. Weight updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe nickel allergy / nickel allergy with poor tolerance to essure inserts') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was not easy / essure insertion was laborious" on (B)(6)2016. The patient's medical history included colposcopy on (B)(6)2015, metrorrhagia (not very abundant) in (B)(6) 2015, cervical conization in 2002, carcinoma in situ in 2002, gravida I, cesarean section (one), placenta previa (c-section due to hemorrhage (placenta previa)), intramural leiomyoma of uterus (intramural fibroma, very partially intracavitary in fundus), lsil (persistent with hpv), infectious peritonitis (appendicular), drug intolerance (poor tolerance to penicillin and contraceptive pill), chronic sinusitis and menopause. Previously administered products included for metrorrhagia: antigone in (B)(6) 2015; for an unreported indication: meliane, leeloo and cerazette. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pruritus ("itching"), abdominal pain ("severe abdominal pain"), heavy periods ("hemorrhagic periods"), fatigue ("very high fatigue") and myalgia ("muscular pain in legs") and experienced inguinal mass ("a lump in groin region"), lasting 3 weeks. On (B)(6)2017, the patient experienced bleeding menstrual heavy ("abundant menstruations"). On (B)(6)2017, the patient experienced metrorrhagia ("chronic metrorrhagia"), dizziness ("dizziness"), asthenia ("asthenia") and muscle pain ("muscle pain"). On (B)(6)2017, the patient experienced malaise ("malaise"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced cystitis ("cystitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), iron deficiency anaemia ("significant anemia with iron deficiency"), noninfectious peritonitis ("peritoneum inflammation"), vulvovaginal mycotic infection ("vaginal mycosis"), seasonal allergy ("allergy to mite, grass and ambrosia pollen and oleaceae"), feeling abnormal ("sensation of being in a jar"), visual impairment ("visual troubles"), urinary tract infection ("urinary tract infections") and pain in extremity ("pain in legs"). The patient was treated with ferrous fumarate (fumafer), fosfomycin, iron, tranexamic acid (exacyl), osteopathy and homeopathy and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6)2018. In (B)(6) 2018, the cystitis had resolved. At the time of the report, the allergy to metals, pruritus, pelvic pain, abdominal pain, back pain, heavy periods, bleeding menstrual heavy, metrorrhagia, iron deficiency anaemia, noninfectious peritonitis, vulvovaginal mycotic infection, seasonal allergy, feeling abnormal, dizziness, visual impairment, urinary tract infection, malaise, fatigue, asthenia, myalgia, pain in extremity and muscle pain outcome was unknown and the inguinal mass had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, cystitis, dizziness, fatigue, feeling abnormal, heavy periods, inguinal mass, iron deficiency anaemia, malaise, metrorrhagia, myalgia, noninfectious peritonitis, pain in extremity, pelvic pain, pruritus, seasonal allergy, urinary tract infection, visual impairment, vulvovaginal mycotic infection, bleeding menstrual heavy and muscle pain to be related to essure. The reporter commented: conization via diathermic loop was performed, followed with essure insertion, under general anesthesia. Tymoferol was prescribed for significant anemia with iron deficiency she was waiting for results about peritoneum inflammation. The patient was questioned about potential nickel allergy on (B)(6)2016 but there was no notion of it. Medicolegal discussion of the expert: there was no real nickel allergy, but a simple hypersensitivity. Expert¿s answer to questions: symptoms were not related to essure. There was no complication related to essure or to their insertion. Menorrhagia is physiological during menopause. Conclusion of the expert: there was no complication following essure insertion. The efficacy of the inserts was admitted. Starting in 2017, the patient complained about general symptoms reported as being very disabling, which were not examined. These symptoms resolved in 2018 after removal of essure. These general symptoms were not related to essure and were not secondary to nickel allergy, which she did not have. From a gynecological standpoint, the patient had menorrhagia secondary to pre-menopause and to uterine myoma. These gynecological signs were not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Haemoglobin (g/dl) - on (B)(6)2016: 13.6 g/dl; on (B)(6)2017: 11.4 g/dl; in (B)(6) 2017: 13.4 g/dl. Histology. On (B)(6)2018: histology of the tubes did not show anything remarkable. Hysterosalpingogram. On (B)(6)2016: essure inserts correctly placed / essure inserts were not broken and correctly placed. Tubal obstruction was confirmed. Hysteroscopy. On (B)(6)2016: right ostium was well seen, left ostium was first difficult to see but eventually well seen. Insertion was not easy. Six trailing coils were present on right and eight trailing coils on left. The intervention lasted 30 min and was laborious. Investigation - on an unknown date: the investigation found pelvic inflammation only in peritoneum region. Uterus, right tube, left tube, and ovaries were normal. Pathology test. On (B)(6)2018: both tubes were normal. Biopsy of peritoneum was normal. Serum ferritin (ng/dl). On (B)(6)2017: 5 ng/dl; in (B)(6) 2017: 18 ng/dl. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.